Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (1.5 tesla) (date not reported). The clinician followed the manufacturer's instructions for use of MRI. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2016, to replace the magnet. The implanted device remains. This report filed february 3rd, 2016. Device remains implanted.